Event description:
It was reported that the patient had a replacement surgery due to a fluid leak from a hole in cylinder with his inflatable penile prosthesis (ipp). The physician tried cycling the patient's device to troubleshoot before this surgery and it was determined there was no fluid in the device.